Manufacturer narrative:
Model number/catalog number: sc-8216-50. (B)(4). Batch/lot number: 16954426. Model/catalog description: artisan lead 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-8216-50 (sn: (B)(4)). Device evaluation indicated that the complaint was not verified. The lead was cleanly cut, and the proximal ends were not returned. All cables were exposed before interring the paddle. This damage was similar to the typical explant damage and was not considered a failure. Sc-1160 (sn: (B)(4)). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.